Event description:
It was reported that patient presented in clinic. The patient's right ventricular (rv) lead exhibited failure to capture suspected to be due to ischemia. The rv lead was explanted and replaced. Patient was stable.